Event description:
Customer reported being hospitalized due to low bg. Troubleshooting was performed and pump appeared to be functioning normally. Customer was disconnected during rewind/prime. Advised customer to call md to discuss possible causes of low bg.